Event description:
Customer reports being unable to use meter due to meter error #750 since 2004. User woke up at 2:30am sweaty and incoherent. Local paramedics arrived and took user's blood glucose. Result was 32 mg/dl. They administered IV glucose and orally delivered liquid sugar in a tube. User became coherent again around 2:45 am.